Event description:
It was reported that the ventilator's support arm was broken. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to provided information the issue was resolved by replacing support arm 178. After replacing the support arm, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref (B)(4).